Event description:
It was reported that the subject device had a video adapter that was not fixed properly, and an optical tube that was insecurely mounted. The issues were found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: the video adapter is not securely fastened, causing the optical tube to be unstable, cable twist, scope mount debris, connector debris, cable water ingress and imaging unit water ingress a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video adapter is not securely fastened, causing the optical tube to be unstable for the customer allegation and for the investigation findings cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.